Event description:
It was reported that the patient had a second surgery ¿sometime¿ last year (refer to manufacturer report # 3004209178-2013-23592 for the first surgery reported). The second surgery was reportedly due to a ¿leak in the pain pump itself¿ that was found. It was reported they ¿went into the front¿ to do surgery to correct the issue. It was reported the device system had been always used to deliver dilaudid. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that there had not been three catheter issues. (Refer to manufacturer report # 3004209178-2013-23592 for the first surgery reported).the physician reported that the patient ¿just thinks they have an issue because they want more pain relief.¿ it was unsure why the patient wanted more medication as it was reported that ¿it had been working very well.¿

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2010 (B)(6); product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information reported that the surgery was because the connection where the pump and catheter met was leaking.

Event description:
Additional information was received. It was reported that the patient experienced an increase in pain. The location of the issue was an area on the sutureless connection system. There was a small pin hole that was leaking. It was indicated that there was no fracture, but there was a defect in the catheter. The sutureless connection system was removed and replaced. Following that, the leak resolved and the patient was better.

Manufacturer narrative:
(B)(4).